Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, multiple 30 joule tests and defib/ECG functionality stress testing without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.